Event description:
Medtronic received information via literature regarding generational differences in outcomes of self-expanding transcatheter aortic valves. All data were collected retrospectively from four medical centers enrolled in the israeli transcatheter aortic valve replacement (tavr) registry between september 2008 and june 2019. The study population included 2,486 patients who were predominantly female with a mean age of 82.9 years. All patients were implanted with a medtronic corevalve (n = 1,115), evolut r (n = 1,149) or evolut pro (n = 222) bioprosthetic valve. No unique device identifier numbers were provided. Among all patients 33 deaths occurred during the study (8 procedural, 12 in-hospital, and 13 outside-hospital). No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: coronary obstruction, tamponade, valve migration, arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular leak (pvl), life-threatening bleeding, major vascular complication, myocardial infarction (mi), need for a second valve implant, conversion to open surgery. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: loewenstein et al. Generational differences in outcomes of self-expanding valves for transcatheter aortic valve replacement. J invasive cardiol. 2022 apr;34(4):e326-e333. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolut r, and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.